Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition on the right atrial (ra) channel. The physician suspected that the lead had possibly come in contact with the device, thus creating insulation damage. A revision procedure was performed where the ra lead was surgically abandoned and cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.